Event description:
In 2008, the sales representative reported that during surgery the screw threads stripped. Additional information received via telephone on 20 nov 2008, the sales representative reported that the threads stripped away in the head of the screw. The surgeon had implanted two closure tops on the same screw and then explanted the closure tops, the rod, and the screw. The surgeon implanted a new screw and reimplanted the rest of the construct. There was a surgical delay of 10 minutes.

Manufacturer narrative:
Evaluation is pending upon the product investigation.